Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, wife reported that pt experienced erratic blood glucose while using the infusion device due to absorption issues caused by scar tissue. Pt developed "hard bumps" where his infusion sites were located. Physician ordered him to stop using the infusion device because, he "does not believe in insulin pumps," and pt's a1c blood test was elevated. Blood glucose would elevate to 300-400 mg/dl in the morning and would occasionally be "very low" in the middle of the night. Pt would wake up in a sweat, and wife would treat hypoglycemia with glucose. Wife reported the blood glucose meter would read "lo" when this happened, and she also had to call the ambulance. Wife believes the last time this occurred was 2 years ago, and pt received a glucose IV treatment from paramedics. Pt's target blood glucose is 120 mg/dl. Wife reported blood glucose continues to fluctuate while on injection therapy, but it is not as severe. Wife reported that physician believes erratic blood glucose was due to pt's body and that he had developed too much scar tissue. No product malfunctions were alleged. Infusion sets were not available to return for evaluation or to provide product information.